Manufacturer narrative:
The failure for unintentional running was confirmed through disassembly and visual inspection. Through visual inspection, the engineer confirmed the motor sockets were corroded.

Event description:
It was reported that during a procedure at the user facility the device turned on by itself when connected to the console and then displayed a bias current message, signaling a condition occurred in which the device has the potential to run without user activation. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a procedure at the user facility the device turned on by itself when connected to the console and then displayed a bias current message, signaling a condition occurred in which the device has the potential to run without user activation. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.